Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong.

Event description:
Reference number (B)(4) event occurred in hong kong. It was reported that the patient faced diabetic ketoacidosis event due to leakage in the tubing and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 21 mmol/l at the time of event and the patient got treated with intravenous insulin drip. No further information available.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number (3003442380-2025-01531), was submitted on 18-feb-2025. However, according to the additional information received the country of occurrence has been updated under b5 (description of event). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code leak between tubing and pump connector/hub detachment /significant wetness. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quickset product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: minimed quick-set tubing. Enclosure 1: electronic quality management system (eqms) search results . Enclosure 2: maintenance results . Enclosure 3: raw data for complaint trending . Corrective and preventive action (CAPA) plan determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. CAPA determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Event description:
Event occured in hong kong. To date no additional patient or event details have been received.